Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-01230 1. Section g. Box 5. 510 (k). Evaluation of the returned rhv confirmed that the rotor cap was detached from the housing. If the rhv is loosened beyond its limits or is otherwise forcefully mishandled during use, damage such as a rotor cap detachment may occur. During the functional test, the rhv was reassembled and was unable to function as intended. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy in the inferior vena cava (ivc) using a rotating hemostasis valve (rhv) packaged with the lightning aspiration tubing (lightning), indigo system aspiration catheter 12 (cat12), and indigo system separator 12 (sep12). During the procedure, the sep12 was being removed out from the rhv multiple times and, consequently, the back of the rhv popped off and was unable to be sealed again. Therefore, the rhv was removed. The procedure was completed using a new rhv with the same lightning, cat12, and sep12. There was no report of an adverse effect to the patient.